Event description:
It was reported that the patient was implanted with a new device. The device was adjusted, but the patient experienced a return of tremors and was admitted to the hospital. The patient was in recovery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Neurostimulator model 7426 serial# (B)(6) implanted: (B)(6) 2010 explanted: unknown extension model 748240 serial# (B)(4) implanted: (B)(6) 2002 explanted: unknown lead model unknown serial# unknown implanted: (B)(6) 2002 explanted: unknown.